Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported by the transport crew, that on (B)(6) 2023, during testing under system tests "o2 mixer", hamilton t1 (sn (B)(6)) showed a flow of 4-6l/min on qo2 when o2 setting is at 21%. At 61%, his qo2 is reading about 12-13l/min and at 90%, qo2 is reading about 16l/min. The qvent readings for 21, 61 and 90% were all within spec. As immediate correction, biomed engineer recalibrated his o2 cell and confirmed his external analyzer was calibrated. Reportedly, all other tests passed. A new o2 mixer valve was profided as this device is still under parts warranty. The ventilator is also under labor warranty, but he wants to do the repair himself. Potential root causes could be related to defective o2 proportional valve. Temp. Influence (warm /cold state of the unit on the last calibration) oxygen sensor reached end of lifetime. Leak between the internal flowsensors qo2 and qvent. Inaccurate mixer qvent flowsensor out of tolerance. Leaking blower module the following corrections could be considerd: replace o2 mixer assembly. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on march 11th 2024: it was reported by the transport crew, that on 13 dec 2023, during testing under system tests "o2 mixer", hamilton t1 (sn (B)(6)) showed a flow of 4-6l/min on qo2 when o2 setting is at 21%. At 61%, his qo2 is reading about 12-13l/min and at 90%, qo2 is reading about 16l/min. The qvent readings for 21, 61 and 90% were all within spec. As immediate correction, biomed engineer recalibrated his o2 cell and confirmed his external analyzer was calibrated. Reportedly, all other tests passed. A new o2 mixer valve was profided as this device is still under parts warranty. The ventilator is also under labor warranty, but he wants to do the repair himself. Potential root causes could be related to defective o2 proportional valve. Temp. Influence (warm /cold state of the unit on the last calibration) oxygen sensor reached end of lifetime. Leak between the internal flowsensors qo2 and qvent. Inaccurate mixer. Qvent flowsensor out of tolerance. Leaking blower module. The following corrections could be considerd: replace o2 mixer assembly. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.